Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual and microscopic inspection of the product and the pur cutting surface does not show any conspicuousness. The device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient reportedly presented with breathlessness, "extreme disposition", massive vomit and ¿hypotonia¿ within minutes of having started dialysis treatment using a polyflux 170h. The reported ¿hypotonia¿ is interpreted as hypotension due to the reported appearance of being cold and grayish pale. Treatment was stopped without blood return and the patient¿s condition allegedly improved after approximately 10 minutes; no medical intervention besides stopping treatment was reported. A new treatment was initiated with a non-baxter dialyzer and different lot of blood lines (type not specified) and the patient is reported to have been feeling well after 1.5 h of dialysis. No additional information is available.